Event description:
The unit did not have a level sensor and indicated a complete cycle occurred when it had not occurred. The problem was determined to be the disinfectant solenoid plunger swelling and blocking the flow of disinfectant. The unit timed out for a complete cycle without dispensing adequate disinfectant. Note: there is not an indicated svc interval for replacing or rebuilding the solenoid that failed.